Event description:
It was initially reported that the patient had an open wound and that the device may need to be explanted. Additional information received from mdt rep stating that patient had an infection and had the device explanted on (B)(6) 2024. The infection resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.